Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the infusion device does not give an e4 (occlusion) error message. Patient stated that an accumulation of insulin sits at the beginning of the tubing between the ampule and luer connection. Patient reported trying different infusion sets. Patient stated the issued occurred only while bolusing not when filling the infusion set. Patient reported this has occurred for 3 weeks. Patient reported blood glucose level is now around 20 mmol/l (360 mg/dl). Patient's normal blood glucose level is 12 mmol/l (216 mg/dl). No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.